Event description:
It was reported that the racks of bottle stoppers in the bd max¿ system, bd max¿ instrument broke and leaked out patient samples. There was no report of adverse patient or user impact. The following information was provided by the initial reporter: "end-user called regarding broken sample racks" "checked and verified racks configuration, all rack stopper is broken. Found out that there are spillage of samples that can cause the stopper to brittle and broken."

Manufacturer narrative:
H.6. Investigation: the complaint alleges broken sample racks were observed on the (instrument max catalog number 441916, serial number (B)(6)). The bd field service engineer was dispatched and observed defective stopper on the rack . The fse removed all defective stopper and performed configuration of rack also assisted the customer to maintain standard sample volume and recommended rack replacement. The instrument is working properly . This is the unconfirmed complaint of the bd product due the user workflow maintenance. The root cause is attributed to the spillage of samples. No parts were replaced as part of the complaint and no samples were returned and thus returned sample analysis cannot be performed. Review of device history record for instrument is not required because this complaint does not allege an early life failure or failure at installation. Service history review was performed for the instrument and there were no additional work order related to this failure mode. No new or modified risks have been identified. Bd quality will continue to monitor for trends associated with this complaint. H3 other text : see h.10.

Event description:
It was reported that the racks of bottle stoppers in the bd max¿ system, bd max¿ instrument broke and leaked out patient samples. There was no report of adverse patient or user impact. The following information was provided by the initial reporter: "end-user called regarding broken sample racks" "checked and verified racks configuration, all rack stopper is broken. Found out that there are spillage of samples that can cause the stopper to brittle and broken."

Manufacturer narrative:
Correction: after further review, this was found to be a non-reportable event. Instrument damaged/broken is likely to be associated with a short-term interruption in the devices ability to perform as intended and clinically inconsequential prolongation in diagnostic identification. This would require the user to acquire another component to be used in order to use instrument as intended. This is unlikely to cause serious injury. Additionally, leakage contained within the instrument is unlikely to lead to a serious injury or death due to the passive nature of the fluids involved. This is not likely to lead to contact with the user or other persons in proximity to the instrument. Therefore, this complaint will be cancelled.

Manufacturer narrative:
Medical device expiration date: na. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the racks of bottle stoppers in the bd max¿ system, bd max¿ instrument broke and leaked out patient samples. There was no report of adverse patient or user impact. The following information was provided by the initial reporter: "end-user called regarding broken sample racks" "checked and verified racks configuration, all rack stopper is broken. Found out that there are spillage of samples that can cause the stopper to brittle and broken."